Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving carotid artery stenosis, a flexor shuttle tibial guiding sheath leaked at the y connector. Access was gained from the right common femoral artery to target the right internal carotid artery. The leak in the connector tubing was noted by the physician as the device was flushed, prior to use. The physician attempted to use the device and advanced it into the body; however, blood then leaked from the same point in the tubing. Resistance was not encountered, and the anatomy was not reported to be calcified, tortuous, or scarred. Another device was used to complete the procedure. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event. Investigation evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, functional test, and visual inspection of the complaint device was conducted during the investigation. The customer returned one used tuohy-borst connector for investigation. There was biological matter throughout. Water was injected into the sidearm, and a leak was noted where the extension tubing enters the connector cap. The extension tube and cap were disassembled, and there was a small tear in the tubing under the flare. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. There are appropriate controls in place to detect this failure prior to distribution. The proximal fitting and extension tube are a supplied part, and there were no abnormalities upon incoming quality control. The design history file contains controls relevant to the failure. Based on the device master record, device history record, and device failure analysis, there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. The product IFU instructs the user to flush the sheath, using the side-arm of the valve, by filling the sheath assembly completely with heparinized saline. The IFU also instructs the user to inspect the product upon removal from the package, to ensure no damage has occurred. Based on the information provided and the results of the investigation, cook has concluded that because there is no evidence of manufacturing deficiency, the cause of this event is component failure. The tear found during investigation could have been caused by transport, storage, or handling during the procedure. The risk analysis for this failure mode was reviewed and no action was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number: although this specific device is not marketed in the us, similar devices, manufactured by cook, are marketed under 510(k) k142819. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure involving carotid artery stenosis, a flexor shuttle tibial guiding sheath leaked at the y connector. Access was gained from the right common femoral artery to target the right internal carotid artery. The leak in the connector tubing was noted by the physician as the device was flushed, prior to use. The physician attempted to use the device and advanced it into the body; however, blood then leaked from the same point in the tubing. Resistance was not encountered, and the anatomy was not reported to be calcified, tortuous, or scarred. Another device was used to complete the procedure. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event.